Event description:
The customer's mother complained of the insulin pump alarming no delivery. While trying to complete the insulin deliveries, the customer delivered approximately 31 units of insulin into her body. The customer's blood glucose reading at the time of the phone call was 114 mg/dl, down from 222 mg/dl. The customer's mother then took the customer to the hospital to treat against a possible hypoglycemic episode. The customer's mother called back from the hospital, and troubleshooting was performed. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.